Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual inspection of the returned head found the outer radius to be scratched and scuffed. The scuffed area of the head also exhibits discoloration. The additional information does not change the outcome of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). Concomitant medical products: us157848 ¿ m2a magnum cup ¿ unknown lot, 139252 ¿ m2a magnum taper ¿ unknown lot, 11-103203 ¿ taperloc stem ¿ unknown lot. Reported event was confirmed by review of medical records stating there was severe corrosion around the trunnion and significant metal changes around the metal on metal articular surface and soft tissues. The stem and cup were removed without difficulty with minimal to no bone loss. There was significant osteolysis deep in the acetabulum and metal debris was also removed from the acetabulum. DHR was unable to be reviewed as the lot number for the device is unknown. The root cause is unable to be determined. Multiple MDR reports were filed for this event. Please see associated reports: 0001825034-2020-02958, 0001825034-2020-02959, 0001825034-2020-02960. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent a right hip revision approximately 12 years post implantation due to in-vivo corrosion and osteolysis. Severe corrosion around the trunnion and significant metal changes around the metal on metal articular surface and soft tissues was noted. There was also significant osteolysis deep in the acetabulum. All components were removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.